Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking cycler, after treatment was completed. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is unconfirmed. The drain bag was cut, due to the nature of the cuts, these were made during emptying process of the bag. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.